Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump was squirting out of their insulin pump during the manual prime process. The customer's blood glucose level was 28 mg/dl. The customer treated their blood glucose levels with manual injections causing the customer to lower their blood glucose to 18 mg/dl. The customer was treated by their mother but did not specify how. The customer was assisted with trouble shooting and was walked through but the customer stated that they device was unable to pass the fill tubing part of the troubleshooting.